Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the cassette alarm. Functional testing was performed, and a bad downstream occlusion (dso) sensor was revealed. The uso seal and dso sensor were both replaced.

Event description:
It was reported that the device was unable to calibrate occlusion. The event occurred during testing. There was no patient involvement.